Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The band from the system was discarded by the hospital and the plates and screws from the system remain implanted in the patient; therefore, they will not be returned for an evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported a sternalock (sl) "360 band detached from the plate." The surgeon removed the band and only used the plate and screws. Additional information was requested but has not been received at this time.